Event description:
It was reported that the cpc connector broke on the front of the motor drive unit on an unk date. There was no other info available. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4) damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.